Event description:
The site reported the following: a foreign body was visualized in the CT syringe prior to use.

Manufacturer narrative:
Bayer radiology qa product analysis received and examined the returned syringe, lot # 161100, from syringe kit ctp-200-fls, and identified the presence of a foreign body in the fluid path. The particulate measured approximately 1.0 mm x 1.0 mm. Comparison of the particulate with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection of this size particulate into the pt exits. The syringe kit instructions for use ((B)(6)) instructs the user to "visually inspect contents and package before each use." The visual inspection is to ensure particulates are noticed nad mitigated, which is what occurred in this reported instance. In the event additional info is received, a follow-up report will be submitted.